Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient's mother claimed that upon removal of the sensor pod, the sensor wire detached and was left on the sensor patch adhesive. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).